Event description:
A report was received that the patient had to frequently charge the ipg. The patient was recommended for an ipg replacement procedure.

Event description:
A report was received that the patient had to frequently charge the ipg. The patient was recommended for an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg replacement procedure was cancelled due to a non-device related medical condition. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
.

Event description:
A report was received that the patient had to frequently charge the ipg. The patient was recommended for an ipg replacement procedure.

Manufacturer narrative:
.